Manufacturer narrative:
Date sent to the FDA: 10/14/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Gynecare tvt secur system.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure, and a sling procedure in 2007. The patient experienced complications following the surgery, and had to undergo another surgical procedure to correct the complications. No additional information was provided.